Event description:
It was reported that during an unknown case, error 5 occurred. The device was replaced and the case was completed without any consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with the nose cone damaged and loose mount. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.